Event description:
Caller reported an error with the continuous glucose monitor displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance, and the caller was led through a pump reset process, after which they successfully started their sensor session without further errors.